Event description:
The ge oec 6800 miniview fluoroscopy sys booted with the collimator in the closed position. The collimator was not functional.

Manufacturer narrative:
A ge oec svc rep investigated the issue and a loose screw on the collimator pulley wheel. The pulley wheel was tightened and collimator performance tested. The sys was tested and found to be operating as intended. The sys was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hosp was unable to, or would not provide any pt info relating to this issue.